Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was also unable to stow the system properly. The fse completed a boom calibration to resolve the issue. The system was tested and verified as ready for use. There is no indication that the da vinci products themselves caused the injury.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the clinical sales associate (csa) called the technical support engineer (tse) to report that a procedure was converted to open surgery. The procedure was not converted due to a system issue. The boom would stop retracting at a certain point and the message "waiting on sterile tasks" would appear when the customer attempted to stow the patient side cart (psc). The csa stated that this issue happened previously but could not recall the date. The tse had the csa check to make sure that the boom was not obstructed by anything for retraction. The csa stated the column worked normally and moved up and down. The tse had the customer try to manually move the boom back with the joystick controls unsuccessfully. The csa confirmed that the touchscreen calibration seemed fine. The procedure was converted to open surgery due to the patient's anatomy. Intuitive surgical, inc. (Isi) followed up with the csa, but no additional information was available. The stowing issue was resolved.